Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that an unspecified cartridge alarm occurred during pumping. A cartridge change was performed resolving the alarm. There was no reported adverse impact to the customer's blood glucose level. The customer declined to provide information regarding the alternate therapy the customer reverted to.